Event description:
The clinic staff were called to attend to a 60 year old male in cardiac arrest. Cardiopulmonary resuscitation was being performed by security staff upon their arrival. The electrodes were attached to the pt and an automated analysis was attempted. The unit allegedly displayed a continuous connect electrodes message and use of the defibrillator was inhibited. The operator noticed the electrodes were not adhering properly to the pt due to excessive hair. Paramedics subsequently arrived and continued treatment of the pt. The pt was not resuscitated. The rptr indicated the reported problem did not cause or contribute to the pt's death. This opinion was based on an assessment to the pt's condition and cause of death.